Event description:
It was reported by the affiliate that during a laparoscopic assisted distal gastrectomy procedure, the jaw could not be opened at the first firing at the duodenum. This even though, the firing trigger and the closing lever were returned to the home position. As the articulation lever was used, it was returned to the home position. Although the firing trigger and the closing lever were returned manually, the jaw would not open. Finally, both sides of the jaw were cut with an sc60 and 2 ecr60b reloads. Another device was used to complete the case. There were no adverse consequences to the pt. Please take photos for (B) (6) customer. One device will be returning. (B) (4).

Manufacturer narrative:
(B) (4). (B) (4). Yoke flange. Eval summary: the analysis results found that the 6tb45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired and with no damage to the spring cartridge lockout. The device was noted to have the clamping mechanism damaged; no functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components, and the yoke was found damaged where engages with the tube. Although no conclusion could be reached as to how the yoke became damaged, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the mfg process.